Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 59 year old female for cardiomyopathy. The patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage b. The impella was placed post percutaneous coronary intervention for st-segment elevation myocardial infarction (stemi). On day 3 of support, while in the intensive care unit, it was reported there was oozing from the groin overnight. The patient received 1 unit of blood. The device was successfully explanted and patient survived. The reported bleeding may occur in the setting of impella cp vascular access and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and anticoagulation.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1; d3( manufacturer fax); d4(serial); e1; e3 the cause of the access site adverse event was not determined due to insufficient clinical details.